Event description:
It was reported that the patient was in a car accident and hit his head on the windshield. The patient experienced headache pain. It was later reported that the patient felt "tingling" in his legs, a "bee stinging on his left foot", and pain from his tailbone across his morphine pump area. The patient felt shooting, stabbing pain down his leg when stimulation was turned on, and believed that the lead had moved as a result of the car accident. The patient programmer and recharger were both working. The device was currently at 50%, and was turned off. The patient had an appointment with his hcp scheduled for (B)(6) 2011. It was later reported that the patient was experiencing excruciating pain whether the implant was turned on or off. He felt that his quality of life was gone, and stated he had suicidal thoughts. He had felt pain on the left side since the car accident. The stimulator was examined and impedances were measured in the 2,000 and 3,000 ohm range. The patient could only feel stimulation at 10+ volts. The patient also felt the stimulation was in the wrong location, it was too high in his back. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received clarified that all 16 contacts were between 2,000 and 3,000 ohms, and amplitude needed to be set between 8.5 and 10.5 volts for the patient to feel stimulation. It was reported that x-rays showed the leads to be placed between c5-c7. The hcp, who did not implant the leads, believed they were implanted too high to cover the patient's low back and leg pain. The hcp discussed a possible lead revision with the patient, but no decision had been made.

Manufacturer narrative:
Lead: model: 377760, lot# v495014035, implanted: 2010 (B)(6), explanted: unknown; lead: model: 377760, lot# v495014037, implanted: 2010 (B)(6), explanted: unknown.